Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) was sent to the surgical center in the hands of the surgical center nurse. The mcs were functioning and moving normally, without effort or collision. When using them, the surgeon noticed that the mcs were no longer closing. It was noted that the cable was broken. The mcs had only 1 more life. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.